Event description:
It was reported that the atrial lead exhibited noise with oversensing and low pacing lead impedance. It was recommended to reprogram the svt discriminator to ventricular only and monitor the lead. The lead remained implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.